Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had communication issues. A field service engineer contacted customer and asked to verify with information technology team to check if ports are active. Fse checked the station on remote access and confirmed the station was online. Customer also confirmed station was online. Hospital information technology team resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.